Event description:
It was reported that the patient under went a mitral valve repair in 2004. The surgeon was knotting a suture and the aortic balloon ruptured. Fibrillation was used to control the heart. The procedure was completed.